Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "controller failure alarm." The reported event was confirmed during bench testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to failure to upgrade the software which was evident by the controller failed alarm upon receipt. The root cause of the reported issue is likely due to a flash erase or write failure causing a temporary corruption of the older version software. However, after performing the software upgrade, the controller performed as expected. The root cause of the reported issue is likely due to a flash erase or write failure causing a temporary corruption of the older version software. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent contributing clinical factors to the reported event. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Protect the battery connector from moisture, dirt and metal at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a software upgrade the controller showed to have a controller failure. The controller was not connected to the patient at the time. The device was exchanged with no reported consequences or impact to the patient. No additional information provided.